Manufacturer narrative:
The returned charger (sc-6412-3 sn (B)(6)) was analyzed and unable to confirm the as reported observation with testing of this product return. The maximum temperature reached during the charging time was 37.5 deg c. This was below the 42deg c limit. With all the available information, boston scientific concludes the allegation that the charger is getting warmer than usual was not confirmed. The led of the charger turned green when it was fully recharged in three hours with a known good base station and power adapter. The charger was able to couple and fully charge a depleted ipg to 4v in one four hours cycle and the maximum temperature reached during the charging time was 37.5 deg c. This was below the 42 deg c limit. Device exhibits normal device characteristics.

Event description:
It was reported that the patient had blisters or irritation around the ipg site due to the charger getting warmer than usual. The patient was given neosporin by the physician. The charging kit was replaced and the patient was doing well.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Expiration date: 12/31/9999.

Event description:
It was reported that the patient had blisters or irritation around the ipg site due to the charger getting warmer than usual. The patient was given neosporin by the physician. The charging kit was replaced and the patient was doing well.